Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial loosening less than two (2) months post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona ultracongruent articular surface left 12mm catalog #: 42512200512 lot #: 66212608, persona cruciate retaining standard porous femoral component catalog #: 42502806801 lot #: 66741726, persona cemented all poly patella 38mm catalog #: 42540200038 lot #: 66635377. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.